Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer planned to administer an insulin bolus when possible and did not require third-party assistance. Technical support provided information to reset the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to report any future malfunctions.